Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the right ventricular lead exhibited noise. It was further noted that there was a sudden drop in the pacing lead impedance. Noise was not reproducible in clinic with isometrics and manipulation. Possible insulation damage was suspected. As of (B)(6) 2017, the impedance was fine, so it was a one time off impedance value on (B)(6) 2017. The lead was reprogrammed. The patient was asymptomatic due to the event and would continue to be monitored.

Event description:
New information available on (B)(6) 2018 states that, the lead was explanted and replaced. No further information was available.

Manufacturer narrative:
Final analysis found a complete lead was returned in one piece for analysis. Intermittent shorting between conductors due to damaged inner insulation caused by overtighten suture at 16.7 cm from the connector pin. The cause of noise and low lead impedance was due to the damaged inner insulation caused by overtightened suture.